Event description:
The patient presented for a scheduled battery change out. Upon device interrogation, prior to the procedure. It was noted that the atrial lead exhibited loss of capture and high impedance. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.